Event description:
A report was received reporting a needlestick incident took place at the user facility soon after implementation of the product. The full report stated "the needle did not retract". The reporter has stated no further information is available, and that the product has been discarded and is not available for investigation.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. The device was reportedly discarded.